Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Visual inspection: the instrument was received at us cq with the handle broken into 2 pieces but still attached to the device. The handle broke circumferentially closer to the proximal part of the device. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation conclusion: the root cause could not be definitively determined it is possible that the user tried to wrench the handle and it failed in torsion. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Part: 359.219. Lot: 9381402. Manufacturing site: haegendorf. Release to warehouse date: 22. May 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the inserter for titanium elastic nail broke as an unknown implant was being inserted into the patient. There were no fragments generated. The procedure was successfully completed with no surgical delay reported. There was no patient consequence. Concomitant device reported: unknown titanium elastic nail (ten) implant (part # unknown, lot # unknown, quantity 1). This complaint involves one (1) inserter for titanium elastic nails. This report is 1 of 1 for (B)(4).